Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy function on the force bipolar did not work. The instrument was removed, and the energy core was exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. The components adjacent to the broken wire did not show damage. The common causes include instrument movements, such as grasping pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.